Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site for ipth, thyroid stimulating hormone (tsh3ul), vitamin b12, and signal errors. After analyzing the instrument, the cse replaced the acid and base pumps, probes, and tubing. The cse replaced the sample syringe, the wash separation manifold, all aspirate probes and wash guides. The cse replaced reagent probe 1 (rp1), reagent probe 2 (rp2), reagent probe 3 (rp3) diluters, probes, and sleeves. The cse replaced rp1 and rp3 heater coils, v19 and v22 valves. The cse calibrated the reagent probes. The cse cleaned and lubricated the incubation ring. The cse replaced the worn ionizer valve. The cse performed wet water, wet wash1, and dry tests and all relative light unit (rlu) values were in range. The cse replaced the luminometer housing, cleaned and lubricated the luminometer. The cse calibrated the assays in question, after which the system displayed rp3 volume check errors. The cse returned to the customer site and replaced the rp3 tubing and diluter and adjusted the rp3 volume check errors. The cse primed the system. Then the cse performed total service call and visual protocol. The cse completed the daily cleaning procedure. The cse calibrated the intact parathyroid hormone (ipth) assay and ran precision study, all values resulted within range. The cause of the discordant results is unknown. The instrument is performing according to specifications.

Event description:
The customer stated there are several discordant intact parathyroid hormone (ipth) patient results on the advia centaur xp instrument. Some of the discordant results were reported to the physician(s). The customer did not provide any specific data regarding the discordant results nor if the samples were repeated.there are no reports of patient intervention or adverse health consequences due to the discordant, ipth results.